Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was received for evaluation. Device analysis revealed a partial separation at the sheath lap joint section of the device. During investigation, bloodstain was observed inside of the imaging window. Fluid was leaking from the partial separation at the sheath lap joint assembly when the catheter was flushed. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. In order to inspect for imaging core (ic) windup at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly was pulled out from removed hub. Ic windup was found within the telescope section of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on the device analysis completed on (B)(4) 2015. It was reported that lost image occurred. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used to view the mildly calcified and mildly tortuous target lesion. However, it was noted that lost image occurred. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed a partial separation at the sheath lap joint section of the device.